Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 9/07/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and. It was also observed that there was visible corrosion in the battery compartment and behind the display lens. A leak test was performed and failed due to the battery compartment crack. The pump was unable to power up and the pump¿s history couldn¿t be attached due to rust in the battery compartment. The investigation could not be adequately completed due to the pump having no power. The pump was opened and there was evidence of moisture throughout the pump internally. Unrelated to the initial complaint, it was observed that the pump casing was cracked between the case seal and the display lens corner and the audio bolus button cover was damaged but it was responsive during the investigation. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no other physical damage found to the pump.